Event description:
Device issue: deflation issue/partial. Time of device issue: during the procedure. Adverse event: none. It was reported that after deployment of the multi-link 8 stent, it was difficult to deflate the balloon. The balloon had to be removed partially inflated; however, there was no noted resistance during removal of the balloon from the deployed stent. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary. The stent delivery system (sds) was returned with no blood visible suggesting that the sds may have been wiped down prior to returning. There was contrast in the inflation lumen and on the hypotube. The balloon was returned loosely folded consistent with the reported information that the stent had been deployed. There was no damage noted to the sds. Difficulty to deflate a sds can be influenced by, but not limited to, deflation technique, accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated, blocking the flow of contrast in or out of the balloon, contamination of the inflation lumen and similarly damage to the guide wire and/or inflation lumens which may also obstruct the flow of contrast out of the balloon. It is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the reported deflation difficulty. Contrast that is more concentrated can lead to slower deflation times. It is specified in the instructions for use, materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. To help ensure that this is not the result of a manufacturing deficiency, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. Additionally, the balloon is checked for proper fold configuration. In this case the reported deflation difficulty could not be confirmed with the returned multi-link 8. During functional testing, a new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to rbp. The balloon inflated to rbp with no anomalies noted. A new indeflator was then filled with contrast medium; diluted 1:1 with colored water and was used to measure the deflation times of the balloon. The balloon deflation times met manufacturing criteria. It was noted that while pulling negative pressure to measure the deflation times, the balloon would deflate flat. A flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. However, as reported, there was no resistance felt during removal. The total catheter length was measured during the analysis and met the manufacturing criteria. Additional information received on 4/12/2010, states that the case went well. The stent was placed and there was no resistance during withdrawal of the system. The inflated balloon was observed; however, it was observed after the procedure on the table that it was still inflated. A conclusive cause for the reported deflation difficulty could not be determined and there is no indication to suggest a product quality deficiency with the returned multi-link 8. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. During lot release testing, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. Additionally, the balloon is checked for proper fold configuration.